Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side ¿started feeling pain¿, ¿physician said that patient could have capsular contracture, so patient performed some exams that confirmed it" and ¿patient was concerned with risk of alcl. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side ¿started feeling pain¿, ¿physician said that patient could have capsular contracture, so patient performed some exams that confirmed it" and ¿patient was concerned with risk of alcl. Device has been explanted.